Event description:
It was reported that the patient presented for initial right ventricular (rv) lead implant. During procedure, the rv lead failed to get acceptable electrical parameters and was unable to be repositioned due to the helix failing to retract. The rv lead was not implanted, and another rv lead was implanted on (B)(6) 2025. The patient had no consequences.